Event description:
Pt was found with their body dangling from side of bed and their head caught between siderail and mattress. Vest restaint was in place. Their face was wedged into the siderail gap; causing a strangulation injury. Pt was apneic and pulseless. CPR was performed; bp and pulses established. Pt was intubated and placed on life support. Decision to remove the life support 2 days later.